Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that due to a product performance issue this lead was capped. No further information was reported. Should additional information be made available this file will be updated.

Manufacturer narrative:
On (B)(4) 2018 - we were notified that this device was taken out of service because during a device change out, noise was observed on this lead, so it was replaced. There was also an insulation break seen on fluoro.

Manufacturer narrative:
On (B)(4) 2018 - we were notified that this device was taken out of service because during a device change out, noise was observed on this lead, so it was replaced. There was also an insulation break seen on fluoro.